Event description:
It was reported that when testing in situ was done in the clinic, it showed that the device has malfunctioned. The external parts were checked. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.